Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of blank display. Customer's blood glucose was unknown. Customer stated that settings would erase when battery was changed. Customer also mentioned crack in screen. Device was not returned for analysis.